Manufacturer narrative:
Additional serial number (B)(4); additional lot number (12h0306). Review of lot history records for the involved devices confirmed manufacturing steps and processes (including sterilization processing) were met and followed, with no issues identified.

Event description:
The patient had his first miradry treatment on (B)(6) 2014. The patient had shaved his underarms that day with a straight edge razor on dry skin. On (B)(6) 2014, the patient was seen on (B)(6) 2014 for an infection and was treated with an antibiotic. On (B)(6) 2014, a second antibiotic was prescribed.